Event description:
I received a lasik procedure called monovision, it was supposed to correct my vision to see smaller lettering close up. The procedure did not complement my vision, it made it worse. After the monovision surgery, my vision was blurry all the time and it conflicted with my profession as I need to see clear at all times. As the months went forward, I informed the dr at the clinic that I was not happy with the procedure. Her first explanation was that they (B)(4) did the procedure to the extreme and that she could tone it down a bit with another surgery, but give it some time to see if it gets better. My vision did not get any better. I then asked to have the procedure reversed to my original vision state. I can see much better and clear now. No more blurred vision, watery eyes, headache, or burning. The procedure was not cheap and it cost $1800.00 for one eye, my left eye. I paid for the surgery with my care credit card. After the reversal, I figured that (B)(4) would automatically issue a refund, but that did not take place. I expressed my concerns to (B)(4) where I had the procedure completed. My contact was (B)(6), she refused my refund. There is no reason why I should have to pay for a procedure that I was not satisfied with, I had complications and I also had the procedure reversed because it did not work for me. I want a full refund. Other: eye blurry, burning, headache. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes.